Manufacturer narrative:
The device passed testing. No unrequested bolus delivery was noted during testing. Testing was conducted using a test bolus cord. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates the device was not in clinical use during the reported event date of (B)(6) 2011. The customer did not provide programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an unrequested bolus dose was delivered. The pump was returned to the biomedical department with an unsigned note that stated, "pump giving boluses even when button not pressed." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device passed testing. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.